Event description:
It was reported the patient has an infection at the ipg site, and the wound site is not closed. The patient is currently on oral antibiotics. The next course of action will be determined after the course of the antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tho the patient's physician regarding medical history.